Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant are unknown. The talent converter stent graft is currently 5 mm from the level of the left renal artery and 9 mm from the level of the right renal artery; however, it is unknown if the stent graft migrated or this is where it was implanted. A proximal type 1 endoleak was found on the right side of the stent graft. Currently the neck is less than 1 cm in length and 28 - 30 mm in diameter. The cause of the endoleak is likely due to dilatation of the aortic. It was reported that an endurant 36mm x49mm cuff was successfully implanted. Additionally, the physician used the aptus endo-staple. The endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).